Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A total of 3569 ventricular sic were noted since the last session 114 days ago. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing was identified in three non-sustained ventricular tachycardia episodes. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2016 for the ventricular sic and the non-sustained tachycardia episodes. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: d314trg crt-d, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient went to the emergency room (ER) due to a lead integrity alert. The lead was found to have t-wave oversensing and oversensing of r-waves in the non-sustained ventricular tachycardia (nsvt) episodes. The rv lead was further reported to have short v-v counts and associated noise on the rv tip to rv coil. The lead is suspect of a fracture. The lead was reprogrammed and was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.